Manufacturer narrative:
The customer did not return the device for evaluation. The contour next test strips associated with the event are expired, therefore in-house testing could not be performed. A device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 34 mg/dl at 9:18 a.m. And 246 mg/dl at 9:19 a.m. On the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.